Event description:
It was reported the patient's programmer is no longer working after getting wet. It was also reported the device prompted a "diagnostic error 1201" as the (-) button is sticking. Troubleshooting was attempted to no avail. A replacement programmer has been shipped and the system will be evaluated as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.